Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly as watertightness was lost due to wear on the scope cover. It was also noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif/cf-170 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf-170 series reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.